Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device had difficulty with maneuvering the laser tubes anterior to the scope to treat posterior glottis disease. The device also had challenges with videoscopes and insertion of the metal tubes that do not fit appropriately and with intubating through a narrow subglottis due to the rigidity of the tube. The laryngoscope had needed to be completely removed to reintubate.